Event description:
It is reported that "patient bent over to trim toe nails. Femoral head dislocated from acetabular component, shell, liner, locking bar remained in acetabulum."

Manufacturer narrative:
(B) (4). Evaluation summary: patient age, build, sex, height, and activity level are all given. Patient's weight is indicated; however, the units are not marked. It is unclear whether the patient weight is (B) (6) lbs or (B) (6) kg. No x-rays are provided to show component orientation. As returned, constraining ring shows burnishing and scratch marks to the inferior surface. Liner exhibits damage to the rim. It is unclear whether the marks to these components were caused by impingement, the dislocation event itself, or by contact with instruments during the revision surgery. Sem analysis suggests that fractures on the liner surface are consistent with repeated loading, though again it is not possible to determine whether this repeated loading was caused by impingement, contact with other implants following the dislocation, or by contact with instruments during the revision surgery. The dislocation occurred during patient activity (bending over). This suggests that patient activity and/or impingement may have been contributing factors to the dislocation of the femoral head from the liner, however, the cause of the dislocation cannot be determined from the information available. Device history records indicate all components were manufactured, inspected and packaged to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.